Manufacturer narrative:
(B)(4). Batch # n9013g. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The reported complaint was confirmed. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This in turn can result in the device failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a prostatectomy procedure, the base of the harmonic device was broken. There was no reported patient consequence.